Event description:
It was reported that the tip of the expedium quick connect polyaxial screwdriver broke off from the instrument during screw insertion. The broken tip was retrieved from the surgical site with no adverse consequences to the patient and no resulting delay.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual inspection of the expedium quick connect si polyaxial screwdriver revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided. The device was then sent to the lab for fracture analysis. Scanning electron microscopy (sem) found evidence of a torsional shear plastic deformation indicating the failure started at the hexlobes. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A twelve month complaint trend analysis was conducted and a data review has been opened to further investigate the rate of occurrence associated with the complaint. A supplemental report is not anticipated unless further actions are required as a result of the data review. No corrective action/preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing or release of this instrument as well as the initiation of the data review. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.